Manufacturer narrative:
One 3i t3® parallel walled implant 5/4 x 8.5mm (bops5485) was returned for investigation attached to an unknown fixture removal tool. Visual inspection of the as returned product identified wear from use about the implant threads and collar. The internal drive feature could not be inspected in the product's returned state. Functional testing was performed for the returned product and it was determined that the implant could not be removed from the removal tool. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the driver became stuck in the driver. This event did not occur during a surgical procedure.